Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25oct2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 08nov2019. The customer reached out to manufacture remote service technician and walked customer thru the calibration process. Unit states "bad touch detected" . The service technician confirmed the touchscreen was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.